Manufacturer narrative:
(B)(4). Method: the complaint 900iw130 neopuff infant resuscitator was returned to fph service center in (B)(4), where it was inspected by a trained fph service manager. Our investigation is accordingly based on the photographs and service report provided by the service manager. Results: the fph service manager stated that the gas outlet port of the subject neopuff unit was broken. A lot check revealed no other complaints of this nature for lot number 100909. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was destroyed at fph service center, as per instructions received from the distributor.

Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a 900iw130 neopuff infant resuscitator, which is part of the cosycot infant warmer, was defective and needed repair.